Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, which warranted antibiotic therapy. Per the pdrn, the cause of the event was touch contamination, and was unrelated to the liberty select cycler, liberty cycler set and/or any other fresenius device(s) or product(s). Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence a liberty select cycler or liberty cycler set product malfunction or deficiency caused or contributed to the serious adverse event(s) experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported they were diagnosed with peritonitis. Upon follow up, the (pdrn) confirmed the patient was being treated for a peritonitis infection. It is unknown if the patient required hospitalization or the cause of the patient¿s peritonitis. The (pdrn) did not report any fresenius device, product or drug issues relating to this event. Additional details surrounding this event were requested, however; the (pdrn) declined to provide. Should additional information become available, the file will be reassessed and updated accordingly.